Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Also, it was noted that a minimum fill notification occurred. Reportedly, the customer had not checked their blood glucose level. The customer changed the supplies.